Event description:
Clinic notes were received indicating that the vns patient experienced worsening seizures in (B)(6) 2011. The patient had seizures every morning plus multiple seizures occurring 4-5 times per week. Attempts for additional relevant information were made but have been unsuccessful to date.